Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination identified damages in the form on gouges, scratches, and indentations on the elevated rim, scallop, and face. There were damages on the anti rotation tabs that probably occurred during insertion of the liner. Discoloration was observed near one of the anti-rotation tab. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00-8755-050-00, allofit it allo-c shell 50/hh, 2950997. (B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, despite many attempts, the surgeon was unable to insert the polyethylene liner in the shell. A ceramic liner was used to complete procedure. No more information available.